Manufacturer narrative:
The treatment tip and data log from the event are not available for evaluation. According to thermage flx user manual, blisters are a known possible side effect during a thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. No solta serial or lot number was reported for this event. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Due to lack of information, no causal factors can be determined and no conclusions can be drawn. No corrective action is necessary at this time.

Event description:
A user facility reported that a patient experienced a blister on their eyelid following a thermage flx treatment. No further details are known about the event. The event reportedly occurred a few years ago, and the previous nurse who provided the treatment when it had occurred, is no longer with the facility. The patient status and outcome are unknown. Information for the treatment tip used in the event was not provided.